Event description:
Reporter indicated a vns pt is experiencing an increase in seizures. The pt's pre-vns seizure level is unk. The pt has been referred for generator replacement due to end of service. Good faith attempts to obtain add'l info have been unsuccessful to date.